Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿poor image¿ was confirmed due to faulty image censor (ccd). Moreover, the device failed the leak test. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage". Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. As part of the investigation, olympus followed up with the user facility to obtain additional information, but no additional information was provided. The investigation is ongoing. However, a supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.

Event description:
The customer reported that the high definition autoclavable camera head has a "poor image". The reported malfunction was found during preparation for use/prior to sedation of an unspecified procedure. There were no reports of patient harm.